Event description:
It was reported that the patient presented with acetabular fracture. All components were removed except the stem. Stem well fixed. Surgeon placed competitive cup/liner and 40mm v-40 head.

Manufacturer narrative:
Corrected data: lot number, manufacturing date. An event regarding crack/fracture involving a trident shell was reported. The event was not confirmed. The device was not returned for evaluation. A medical review was not performed because insufficient information was provided. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient presented with acetabular fracture. All components were removed except the stem. Stem well fixed. Surgeon placed competitive cup/liner and 40mm v-40 head.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was given to the patient. The lot number provided was not valid. It was noted that no other information would be provided per the hospital's policy. Should additional information be provided, it will be submitted in the supplemental report upon completion of the investigation. Not returned.